Manufacturer narrative:
Findings: unit received stuck in critical pump error (open book image), unable to download unit and unit received with partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, severe corrosion on force sensor assembly and moisture damage on motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture when he went into the swimming pool and immediately after, received an unexpected alarm during normal use. Blood glucose level at the time of the incident was 89 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis